Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and found that the sensor wire was missing. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - correction/additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction. H3: reason for non-evaluation - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.